Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly at 60% battery life. The customer's blood glucose level was impacted (over 400 mg/dl). After charging the pump, the customer was able to turn it back on and deliver a correction bolus.